Manufacturer narrative:
Manufacturer's investigation conclusion: the reported illumination of the red heart indicator could not be confirmed based on the review of the submitted log files. A specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations", states that the red heart symbol illuminates when the system controller detects a problem that could cause serious injury or death. When the red heart illuminates, check the screen for instructions and take immediate action to resolve the problem. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions associated with the red heart symbol illuminating, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricular assist device (lvad) was demonstrating a red battery light with a red heart light and no audible alarms. There were no events noted on review of prior six alarms or conventional heartmate touch (hmt) interrogation. The patient stated the lights turned red at some point overnight while on the mobile power unit (mpu) and persisted even after performing a self-test and transitioning to battery power. The patient did not note a specific time when the event happened but reported it at 0805 to the site. The system controller was exchanged, and the lights seemed to normalize. Log files showed no unusual events recorded from 9:38:38 to 9:44:56 on (B)(6) 2025. Prior data had been overwritten by new incoming data. The mechanical circulatory support (mcs) equipment was operating as intended.